Manufacturer narrative:
Investigation results: visual investigation: the device was not returned. Therefore a investigation of the device itself is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers (52508201) and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number (52508201) with this error pattern. Conclusion and measures: based on the provided information and without a product for investigation, a clear conclusion can not be drawn. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00631 ((B)(4) + sw981k), 9610612-2020-00709 ((B)(4) + ae-qas-sp42), 9610612-2020-00710 ((B)(4) + ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l implant. According to the complaint description the endplate spikes broke off during surgery. As the surgeon inserted the implant, the spike broke off. A part of it remained in the endplate implant within patient and a small part of it was removed with forceps. The spike broke in two pieces. An additional medical intervention was necessary for removal. There was a surgical delay of less than five minutes. Patient outcome was noted as good. The operative report was not available. The device code of this complaint is unknown. It is a activ l implant and not specified which size. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00631 (400486516 + sw981k), 9610612-2020-00709 (400488718 + ae-qas-sp42), 9610612-2020-00710 (400488719 + ae-qas-sp42).